Event description:
The customer contacted baxter's service center regarding air in the patient line, which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) assisted in ending therapy. The tsr advised the home patient (hp) to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the reported event. The cg stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The cg stated that they were able resume therapy successfully with new supplies. The cg stated there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded; therefore, no evaluation could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for air in the tubing was not confirmed. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.